Manufacturer narrative:
Product investigation completed. The cuff, balloon and reservoir components were visually inspected, microscopically examined, and tested for leaks. No damage or abnormality were noted, no leaks were identified on the components or the kink resistant tubing (krt). Inspection of the remainder of the device revealed no other damage or irregularities that would affect the functionality of the cuff component. The balloon was not functionally tested because the balloon specifications were unknown and further functional testing did not deem necessary. The pump passed functional testing, and performed within product specifications. Product analysis did not confirm a product malfunction as the most probable cause of the reported events.

Event description:
It was reported that the patient experienced recurring incontinence for six months with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and a new aus system was implanted. It was suspected that either the device had a fluid leak or the existing cuff was too large to adequately coapt the urethra but it was not determined during the procedure. The patient did not experience any further complications.

Event description:
It was reported that the patient experienced recurring incontinence for six months with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and a new aus system was implanted. It was suspected that either the device had a fluid leak or the existing cuff was too large to adequately coapt the urethra but it was not determined during the procedure. The patient did not experience any further complications.